Manufacturer narrative:
(B)(4).

Event description:
During investigation at an mae service center, it was identified that the generator had disconnected internal wires likely due to user tampering. Upon re-connection of these wires, an internal component sparked causing an increase in current flow, resulting in a failure of internal generator components. No patient involved therefore no patient information obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.